Manufacturer narrative:
The drill is the subject product. No further associated products were reported. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The drilling spiral is completely sheared off at the level of approx. 18 mm from the tip. The broken off part was not returned; referring to event description the fragment of the drill remained to the patient. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. Moreover, it has to be ascertained that the cutting edges of the drill returned are worn and covered with dents; the drill is no longer sharp. It cannot be excluded that the returned drill had been pre-damaged during former surgeries. The ¿instructions for cleaning, sterilization, inspection and maintenance¿ determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. However, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2scn surgery, the drill broke when the surgeon used the target device and was drilling to the "3" hole. The fragment of the drill is remained to the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2scn surgery, the drill broke when the surgeon used the target device and was drilling to the "3" hole. The fragment of the drill is remained to the patient.